Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device kept on running after the trigger was released, had a rattling noise and was found to ¿speed off and on¿. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device functioned intermittently and was noisy when running. It was determined that the electric motor was damaged, the electronic control unit did not function properly and the gears components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.